Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 19-sep-2025, it was reported that a beta bionics ilet user found the device unresponsive with a black screen and solid green light after charging. The user experienced a hyperglycemic episode with a blood glucose value of 360 mg/dl, discontinued use of the ilet, and reverted to backup therapy. No outside medical intervention was required.